Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
On january 23, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system indicated transient optical instability. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the update. System reinitialization occurs as part of the upgrade process and is intended to facilitate faster signal stabilization. The user successfully completed the firmware upgrade and associated next steps. Subsequent monitoring showed improved agreement between bg and sg values following completion of the firmware update. The user was advised to continue using the system as instructed and to calibrate when requested. Per data management system review, the system was current with active use.